Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number: k072642.

Event description:
It was reported that the screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Although the manufacturer (zb EU authorized representative) has received the product (ilrghg) the manufacturing/investigation site has not received/evaluated the actual devices due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4). Therefore, the products has not been physically inspected. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed as the product has not been physically inspected. No pre-existing conditions were noted on the per. The event occurred at tooth site 14 (fdi). The implant had been placed for approximately 1 year. X-ray and picture images were not provided. DHR review for the lot (1192745 ) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Product was conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1192745) for similar event and no other complaint about nonconforming products was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events.therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the product has not been physically inspected.

Event description:
No further event information is available at the time of this report.